Event description:
The customer contact reported a leak of a chemotherapeutic agent. The nurse primed the tubing set with cyclophosphamide, loaded the cassette into the pump, and the infusion was started. After an unspecified length of time, "the nurse detected the leak at the y-site." The infusion was stopped. Therapy was resumed using a new tubing set. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.